Event description:
It was reported that (1) atw35 was used during an unknown procedure. It was reported by the rep that the surgeon claims that the instrument would not fire after it was closed. After this happened the surgeon tried to release the instrument but claims it would not open. The rotating knob was broken off the instrument and the reason for this is unknown. It is unknown how the case was completed and there was extended o.r. Time.